Manufacturer narrative:
The integra 400 plus analyzer serial number was (B)(6). The customer noted water under the instrument. The investigation is ongoing.

Event description:
The initial reporter questioned the results for 3 patient samples tested for uric acid ver.2 on a cobas integra 400 plus analyzer. Discrepant results were provided for 2 patient samples. Patient 1 initial result was < 0.2 mg/dl. The repeat result was 5.8 mg/dl. Patient 2 initial result was < 0.2 mg/dl. The repeat result was 3.9 mg/dl.

Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The uric acid reagent lot number was 75303401 with an expiration date of 30-sep-2024. Calibration and qc were acceptable. The field service engineer (fse) replaced the liquid level detection (lld) sensor. The service actions resolved the issue.